Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge into pump that already contained usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed by technical support, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin; no additional issues were reported.